Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The vizigo sheath would not advance through the transseptal access site. Under fluoroscopy, the physician noted that there was a "crinkle" at the end of the sheath. The sheath was removed from patient and the tip appeared "accordion-like". The sheath was replaced and the issue was resolved. The procedure was continued and completed. There was no patient consequence reported. Additional information was received on 18-jul-2025. Resistance was felt when trying to push the sheath across the transseptal. No resistance felt when manipulating wires within the sheath. There was an alteration on the shaft surface. The soft tip had wrinkling. The resistance resulted in damage to the sheath. There was wrinkling in the end of the soft tip sheath. No reported resistance placing or removing the dilator. No noted damage to the dilator or wires within the sheath. The soft tip on the sheath was crinkled. The dilator/needle was able to move within the sheath. No catheter was inserted into the sheath. Baylis nrg needle was used.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The vizigo sheath would not advance through the transseptal access site. Under fluoroscopy, the physician noted that there was a "crinkle" at the end of the sheath. The sheath was removed from patient and the tip appeared "accordion-like". The sheath was replaced and the issue was resolved. The procedure was continued and completed. There was no patient consequence reported. The device evaluation was completed on 03-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip was slightly bumped. No other damage or anomalies were observed on the device. Outer diameters were measured from the device and it was found within specifications. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The intracardiac resistance issue reported by the customer was confirmed as it could be related to the bumped condition observed during the analysis. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).